Event description:
It was reported that it was taking longer to charge their implant (ins), and about 2 weeks ago they had noticed the rectangular box along the cord of the recharger were getting hot when they were charging. Agent had the patient checked the recharger wire for damage, and no damaged was reported. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) nd 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The recharger with model number 97755-s and serial# (B)(6) was received for product analysis. Analysis found the complaint was unable to be verified. They found no issues with finding or charging the ins. Worn cord this does not impact the functionality of the recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.